Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign matter within the packaging was inconclusive due to the sample condition. Two photos of a 4fr s/l groshong catheter kit were received for evaluation of this complaint. The first photo was an overall photo of the packaging and the components. The packaging header bag had been opened and appeared unremarkable. The kit components were found inside the packaging tray but outside of their component slots. The catheter was within the packaging slot near the proximal and middle section of the device; however the distal end of the device was outside of the packaging slot. A small black fiber was seen within the catheter packaging slot. The second picture is a close-up photo of the black fiber within the packaging. The fiber is found between the packaging tray and the polyethylene foam packaging retainer. Based on evaluation of the returned photos, possible contributing factors include contamination during the manufacturing process or after the kit had been opened. Because the kit had been opened, it cannot be concluded when the fiber entered the tray.

Event description:
It was reported that there was a foreign matter inside tha package of the catheter. Catheter placement personnel was worried about the sterility issue.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign matter within the packaging was inconclusive due to the sample condition. The product returned for evaluation was a 4fr s/l groshong nxt catheter kit. The kit had been opened prior to being returned to bd. The inner plastic packaging tray was not returned for evaluation. The products returned within the header bag included the introducer needle, a scalpel, an end cap, a statlock, a guidewire within the packaging sheath, the groshong catheter with the stylet inlaid, the suture wings, and a microintroducer. Multiple small foreign materials were seen within the packaging pouch: a small white ball (possibly styrofoam)l, small brown flecks, and some very small black fibers. Two photos were also received for evaluation of this complaint. The first photo was an overall photo of the packaging and the components. The packaging header bag had been opened and appeared unremarkable. The inner tray had also been opened. Multiple components were found inside the packaging tray but outside of their component slots. The catheter was within the packaging slot near the proximal and middle section of the device. However, the distal end of the device was outside of the packaging slot. A medium length black fiber was seen within the catheter packaging slot. The second picture was a close-up photo of the black fiber within the packaging. The fiber was found between the packaging tray and the polyethylene foam packaging retainer. The fiber that was present in the returned photos, was not present in the returned sample. Based on evaluation of the returned photos and sample, foreign materials were present in the kit. Possible contributing factors include contamination during the packaging process or after the kit had been opened. Because the kit had been opened, it cannot be concluded when the foreign materials entered the kit. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and no anomalies were noted related to this failure mode. A lot history review (lhr) of redp1944 showed no other similar product complaint(s) from this lot number. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that there was a foreign matter inside tha package of the catheter. Catheter placement personnel was worried about the sterility issue.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr1711 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a foreign matter inside tha package of the catheter. Catheter placement personnel was worried about the sterility issue.